Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a review of the black box and alarm history revealed a ¿call service (cs) 012¿ alarm on (B)(4) 2016. The ¿ez-prime¿ steps were performed correctly with no ¿cs012¿ alarm or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the printed circuit board or to the continued glucose module. The product performed within specification and the reported ¿cs012¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.